Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), a leak from the flush port was observed. It was noted that the tip of the flush port cracked when the three-way stopcock was removed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported cracked flush port luer was due to environmental stress cracking (esc). The reported leaking flush port was due to the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), a leak from the flush port was observed. It was noted that the tip of the flush port cracked when the three-way stopcock was removed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.